Event description:
The teleport would not stay locked. There was no harm to the pt. A second disposable teleport was opened and used for the procedure.

Manufacturer narrative:
Root cause: the outer sleeve would not stay locked. Corrective action: a problem such as this pertaining to the locking mechanism should be found during final assembly. Assembly procedures were updated and personnel re-trained to test for condition. Initially, it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported.